Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and subsequent disconnection were reported between the empty supply bag and the cassette line which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the empty supply bag and the cassette line. The hp stated that the empty supply bag had disconnected by itself due to the loose connection. Renal therapy services (rts) had the hp cycle power the machine to clear the alarm. Rts assisted the hp to remove the cassette and to disconnect. Rts advised the hp to contact the peritoneal dialysis registered nurse regarding the alarm and incomplete therapy. Rts discussed using manuals to drain. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.